Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings:there was no activity related to the complaint observed in the black box or download history. Investigation revealed that the battery compartment and battery cap were intact with no evidence of physical damage or moisture damage. The pump powered on normally and all current draws were found to be within specifications. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no overheating or alarms occurring. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. Reportedly, there was no damage to the pump and no moisture or corrosion in the pump. The temperature issue reportedly began on (B)(6) 2015 and the patient discontinued insulin pump therapy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.